Event description:
I used this device according to the instructions on the box. The instructions were vague, and in my view incomplete. One attaches electrified pads to the scalp and to the shoulder in order to improve brain functioning. The pad on my should burned my skin, a 3rd degree burn. This device is from the website "(B)(6)", a (B)(6) company which has locations in the us. The addresses are: (B)(6). Purchase date: (B)(6) 2016. Document number (B)(4). Report number: (B)(4).